Event description:
It was reported that the patient passed away on hospice. The patient was failing to thrive, so they were placed on hospice. The death was not considered to be device related and the device operated as expected.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. It was communicated that the device would not be returned for evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including death, that may be associated with the use of the heartmate 3 lvas no further information was provided. The manufacturer is closing the file on this event.